Event description:
The pump was returned for investigation. Investigation revealed the top of the battery compartment was cracked and the display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation confirmed that the battery compartment was cracked from threads to the case seal. Inspection revealed that the display lens was scratched. (B)(6).